Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported blood leaking on the patient's shirt. The central line was clamped and it was noted that the removable maxplus valve was not tight and had come apart from the tubing of the bifuse. Blood culture was drawn and the tpn was discarded. The valve and the bifuse were replaced. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: bd 10ml syringe; bd 20ml syringe, therapy date unk. The customer¿s report of ¿loose valve connection with leak¿ was not confirmed. Visual inspection was performed on the suspect set and additional concomitants to look for defects such as cracks, kinks, tears and separations. No anomalies were observed on any of the sets. Functional and pressure testing resulted in no leaking or disconnection anywhere on both of the returned sets while the tubing was manipulated at each engagement. Each maxplus male end was within iso measurement specifications. The root cause of the customer¿s experience of a loose connection with a leak was not identified.